Event description:
Complainant reported a priming error. It was reported that the pump was connected to a patient, although no patient information was provided. There was no report of serious injury or illness associated with the complaint.

Manufacturer narrative:
The lab evaluation indicated that the complaint of a priming error was confirmed and that the pump failed to function properly due to the broken cassette door pivot point. Priming error due to broken cassette door pivot point.